Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 21023320. D4: medical device expiration date: unknown. H4: device manufacture date: 2021-02-12. D4: medical device lot #: 21016539. D4: medical device expiration date: unknown. H4: device manufacture date: 2021-01-26. H6: investigation summary: the customer reported the alaris tubing sets are disconnecting, leaking and having flow issues, and returned 5 samples. Of the 5 samples, one was opened, and there were 4 unopened, with 2 different lot numbers in total. The samples were primed and tested at the joints for loose connections and none were found. The included ICU medical connectors were also tested and did not leak with the bd sets. The priming went smoothly and no sets had flow issues. The customer complaint could not be verified. The root cause is unknown without an observed failure. A device history record review for model 2426-0500 lot number 21023320 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2021. There was a quality notification (qn) issued for the leakage failure mode reported by the customer during the production build of this set. The qn#(B)(4) found partial solvent, which would lead to separations and leaks, and segregated the batch. The number of units released is much lower than lot #21016539 due to holding back failed parts. A device history record review for model 2426-0500 lot number 21016539 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that gem v/nv ckv 3 ss 20dp 20pk experienced leakage, flow issues, and spontaneous disconnection. The following information was provided by the initial reporter: material #: 2426-0500. Batch/ lot #: unknown. The alaris tubing sets are disconnecting, leaking and having flow issues. The smartsite extension sets, there are issues with flow and opacity.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that gem v/nv ckv 3 ss 20dp 20pk experienced leakage, flow issues, and spontaneous disconnection. The following information was provided by the initial reporter: material #: 2426-0500. Batch/ lot #: unknown. The alaris tubing sets are disconnecting, leaking and having flow issues. The smartsite extension sets, there are issues with flow and opacity.